Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. Customer tried to restart and recover the drawer, but issue was not resolved. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6).a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) addressed an issue with a half-height enhanced drawer 5.1 where multiple cubies were failing. The fse reseated the cable connections for the controller board and all the row boards to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.